Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and hv therapy for a bigeminal rhythm. Upon review of the episode it was noticed that the bigeminal rhythm is detected as svt in the vt-2 zone, however the device bins 6 vt-2 events and detects vt and delivers inappropriate therapy. Programming changes were recommended. No further information is available.